Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband was hospitalized due to high blood glucose on (B)(6) 2019 with the blood glucose of over 600 mg/dl. The customer was treated with the intravenous insulin. The insulin pump had no delivery alarm. The troubleshooting was performed for the no delivery alarm and stated that the insulin pump was working as designed. The customer was explained that the alarm was caused by infusion set and reservoir occlusion. The insulin pump will not be returned for analysis.